Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found extended charge time confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
This report is to advise of an event observed during analysis.